Event description:
It was reported by service report that the bed had electrical problems due to a cleaning agent that was sprayed on the electrical connectors for the footboard. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: control board and left siderail harness.